Manufacturer narrative:
The complaint was confirmed by the manufacturer's subsidiary and through manufacturer's laboratory analysis. A loose part was heard when the device was shaken. It is not known at what point the loose part became loose within the enclosure (workmanship, shipping, mishandling, etc). No additional information will be taken at this time.

Event description:
Upon receipt of the device, the user reported that a noise was heard from the ultrasonic air sensor (uas) when it was removed from the box. There was no patient involvement.